Event description:
Family nurse practitioner (fnp) injected pt with 1.5cc of radiesse(+) to the nasolabial folds (nl) and marionette lines on (B)(6) 2015. Pt was also injected with botox in forehead and glabella on (B)(6) 2015. By the evening, one of the nl fold areas was tender so pt rubbed it and put a cloth over it. By friday, (B)(6) 2015, pt's skin felt irritated. On saturday, (B)(6) 2015, one nl fold area "bubbled up" and started to seep a little. Pt tried to cover it with makeup. By sunday, (B)(6) 2015, the pt said it was infected. Pt started using a friend's keflex. The pt saw the injection fnp on (B)(6) 2015. The area around nl fold was erythemic with firmness to the skin. Pt had a thick linear scab down the nl fold. The injecting fnp continued pt on keflex and told her to apply triple antibiotic ointment and an occlusive dressing.

Manufacturer narrative:
The device history record for the reported lot was reviewed. No non-conformances were discovered that would have contributed to this event.